Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with a pacemaker had a few issues. The clinic was contacted and was requested to complete an interrogation. No further information was provided. The product remains in service. No adverse patient effects were reported.